Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee surgery, a 7 reamer was used to prepare the graft tunnels and a 1.5 guidewire was used in the tibial hole. A biorci ha screw of 8 x 25 was loaded over the guidewire, the surgeon proceeded to screw into the tunnel and suddenly the tip of the screw broke off. The screw was removed and they opened a smaller screw 7x25 to complete the procedure. No significant delay was reported. No patient injury or other complications were reported.

Event description:
It was reported that, during a knee surgery, a 7 reamer was used to prepare the graft tunnels and a 1.5 guidewire was used in the tibial hole. A biorciha screw of 8 x 25 was loaded over the guidewire, the surgeon proceeded to screw into the tunnel and suddenly the tip of the screw broke off. They opened a smaller screw 7x25 to complete the procedure. The piece was not retrieved from the patient. No significant delay was reported. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is broken. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.